Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the back therapy electrodes. The patient's physician prescribed the patient a cream to use on the rash. Follow-up indicated that the rash was improving.